Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9 - device available for evaluation changed from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with heavy calcification, heavy tortuosity and 99% stenosis. The lesion was being pre dilated when a perforation was noted, a 3.50x26mm graftmaster stent was advanced in an attempt to treat the dissection; however, failed to cross the lesion due the anatomy. Another 3.5x26mm graftmaster was used to treat the perforation and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.